Event description:
After approximately 1 week of routine hemodialysis treatments, patient began to experience a decrease in blood pressure at the initiation of dialysis treatment. Patient was hospitalized for several days to evaluate cardiac status. Patient continued to experience decrease in blood pressure following discharge. Nurse considered that patient was having a dialyzer reaction, she primed the dialyzer with additional saline and symptoms resolved. Nurse also stated that the patient had lost 40lb of fluid during the first week of hemodialysis. And blood pressure medications were adjusted 2 times.

Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Facility staff attributed the patient's symptoms to a possible dialyzer reaction. Patient also experienced a 40lb fluid loss and adjustments to his blood pressure medications which may have also have played a role in the reported symptoms. The patient continues hemodialysis with car 170-b without flushing with additional saline; nurse reports that 200cc of saline is administered at the start of the hemodialysis treatment. Nxstage medical considers this report closed. No additional information will be provided.